Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient was asymptomatic. The device was explanted and replaced on (B)(6) 2016. The patient's condition was stable before and post procedure.